Event description:
Country of complaint: (B)(6). Both sterile packing (inner and outer) pierced trough. Surgeon disinfected the implant and implanted it. No pt injury, no deviation or prolongation of the operating room schedule. No further action required.

Manufacturer narrative:
Us reporting agent notified FDA on (B)(4) 2014. MFR's site eval; package received for eval. The outer packaging (box) displays no damage and has all inner shock absorbs in plate, these display no damage. The plastic packaging of the implant does display two holes/cracks. Due to the condition of the outer most packaging for the product being in good condition with no damage, it is likely that the inner package was damaged after product was received by end user and unpacked (i.e., placing onto a table with too much force). No corrective action is required.